Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician had difficulty advancing the cat8 through another manufacturer's sheath and the cat8 subsequently became pinched. The pinched cat8 was removed and the procedure was successfully completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.